Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 896.7 mcg/day via an implantable pump. It was reported the patient had more spasms today ((B)(6) 2020). The patient was seen in the emergency room. The hcp was asked to come and see the patient and to check the pump to see if it was malfunctioning. The patient was on non-breather mask, heart rate was greater than 100 and spasms were present at the time. It was unknown what factors may have led or contributed to the event. The pump was interrogated and the logs were ran. There were no motor stalls. The hcp then checked the reservoir port and got 33ml and they were expecting 34ml. The hcp then checked the catheter side port and found no cerebral spinal fluid (csf) was able to be pulled out of the port. It was determined that there was a catheter problem that could require surgery. It was noted that no actions were taken tonight ((B)(6) 2020) and neurosurgery was contacted, consulted, and they will see them tomorrow ((B)(6) 2020). Surgical in tervention did not occur, but was planned but not yet scheduled. It was noted the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. Known medications included baclofen 10-20mg by mouth three times a day. It was noted the patient's oxygen saturation were less than 90% and the patient was intubated. The patient's weight and medical history were asked and will not be made available. The event date was (B)(6) 2020. Additional information received from a manufacturer representative (rep) on (B)(6) 2020 reported the patient had surgery today ((B)(6) 2020) to repair their catheter. The neurosurgeon opened up the pump pocket and replaced the pump due to upcoming eri (elective replacement indicator) which was (B)(6) 2020 and then went to the back and cut the catheter at the spinal section. It was noted they had copious csf flow. They replaced the pump segment and hooked it up to the spinal segment and closed the pockets. After getting the pieces of the catheter from the back and pump, they examined them for clogs and found that one of the long pieces was difficult to push fluid through. The catheter was sent back for analysis to see if there was anything in the pump tubing. The patient was still intubated and stable at the time of surgery. They reprogrammed the pump to 150mcg/day of baclofen intrathecal. A bolus given to fill the pump and spinal catheter. The plan was to see the patient with managing hcp tomorrow ((B)(6) 2020) and see if they will need to go up on the patient's dose once the patient gets extubated. No further complications were reported.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. If information is provided in the future, a supplemental report will be issued.